Event description:
It was reported when the device was used during a gastrectomy procedure, the staples were unformed staples at central part of staple line. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.